Event description:
The physician advanced a wilson-cook gi aspiration needle through a side-viewing endoscope to drain a pseudocyst. When the needle was withdrawn from the tissue, the needle detached from the catheter. The aspiration needle was retrieved using a retrieval basket. The pt's condition post procedure was reported to be good.